Manufacturer narrative:
The referenced phenomenon could not be confirmed since the subject device was discarded and not returned for evaluation. The manufacturing records were reviewed retrospectively for one year from the delivery date since the lot number of the subject device was unknown, and found no abnormality related to the referenced phenomenon . Based on the similar cases in the past, it is likely that crushing the calculus failed due to hardness or shape of the calculus, and the basket wire bit into the calculus, causing the subject device to get stuck in the bile duct. The instruction manual of the device has already warned as follows; 1) do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. 2) use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. 3) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g.basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
On (B)(6) 2017 the subject device was used during crushing a calculus in the bile duct. The doctor tried to crush calculus, but the subject device was incarcerated. The doctor cut the sheath with a plier and withdrew the scope since the subject device was broken at the root of the basket wire. The doctor tried to crush calculus with another sheath and the lithotriptor (bml-110a-1) since the coil sheath (maj-403) of the lithotriptor (bml-110a-1) was not found at the user facility. However the operation wire of the subject device was broken. On april 4, 2017 the doctor removed the basket wire and calculus from the patient by open surgery. On (B)(6) 2017 there was no patient injury reported regarding this event.